Manufacturer narrative:
(B)(4).

Event description:
The patient's daughter reported that her mother began seizing and then stopped breathing. The patient was coded and came back. It was reported that the patient was ok but everyone was shaken by the situation. The patient will be evaluated by the physician. No additional relevant information has been received to date.

Event description:
Additional information was later received that the physician does not think that the events are related to vns. Device diagnostics were performed and are within normal limits. No vns interventions were taken.